Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that they had issues with their reservoir. The patient's blood glucose level was unknown at the time of the call. The customer was assisted with the issue and was informed that the reservoir needed to be replaced and was advised to send the reservoir back for analysis. The issue was resolved with a set change. A new reservoir was shipped to the customer.

Manufacturer narrative:
(B)(4) evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing, fluid was able to flow through the infusion set and out the catheter tip. No occlusion was noted.